Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 patient code: not applicable (3189) used to capture medical device removal. Additional patient code: pain - attachment: [pc(B)(4) literature article.pdf, pc(B)(4) guidance form.xlsx]

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""revision of ceramic head fracture after third generation ceramic-on-ceramic total hip arthroplasty"" written by kyung-hoi koo, md, yong-chan ha, md, shin-yoon kim, md, kang-sup yoon, md, byung-woo min, md, and sang-rim kim, md published by the journal of arthroplasty 29 (2014) 214-218 was reviewed. The article's purpose: ""we followed patients who underwent revision total hip arthroplasty specifically to treat a ceramic head fracture after third generation ceramic-on-ceramic tha. We evaluated the results, identified complications and suggest a potential guideline of the revision for contemporary ceramic head fractures."" The article captures 24 patients in a table on page 215 but only 4 have depuy products and have been captured individually in linked complaints." This complaint captures patient #12 (B)(6) male with corail stem and unspecified acetabular component (assumed to be depuy) and received revision 23 months due to fracture of ceramic head with retained stem to a mop bearing change. He then experienced persistent thigh pain and 25 months after the index revision he was diagnosed with stem loosening (his radiographic image showed subsidence of 3 mm) and was revised to a longer stem, a ceramic head and poly liner. There is no indication that the migration was progressive and the diagnosis was stem loosening for revision reason.